Event description:
It was reported the patient is experiencing reduced wound healing at the ipg site. The patient stated she went to an urgent care facility because she was concerned there may have been an infection at the ipg site. The patient indicated she was prescribed antibiotics and a culture was taken. Follow-up information indicated the culture was negative and the wound is healing properly.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.